Manufacturer narrative:
(B)(4): the customer reported that the ac power led was not lit. The failure was confirmed. The unit was repaired locally by replacing the ac power module. The unit remains at the customer site.

Event description:
The customer reported that the ac power led was not lit.